Manufacturer narrative:
Results: other gas spring trip.

Event description:
It was reported by service report that the gas spring trip had bent causing the fowler not to work properly. It is unknown if there was patient involvement, however no adverse consequences are reported.